Event description:
It was reported that this device triggered a battery depletion alert. A report was forwarded for technical services (ts) review. Ts noted that the device was exhibiting premature battery depletion. The device should be replaced within ninety days and the replacement window ends (B)(6) 2023. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This device was returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this device triggered a battery depletion alert. A report was forwarded for technical services (ts) review. Ts noted that the device was exhibiting premature battery depletion. The device should be replaced within ninety days and the replacement window ends (B)(6) 2023. The device was explanted and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered a battery depletion alert. A report was forwarded for technical services (ts) review. Ts noted that the device was exhibiting premature battery depletion. The device should be replaced within ninety days and the replacement window ends december 2023. The device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device triggered a battery depletion alert. A report was forwarded for technical services (ts) review. Ts noted that the device was exhibiting premature battery depletion. The device should be replaced within ninety days and the replacement window ends december 2023. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigaton will be updated.